Manufacturer narrative:
H3: product analysis found that visually, when returned, the open pouch contained both electrodes (green and red/white), and size 7 emg tube. The wire harness was not wrapped in paper tape when returned. There was no damage noted in the construction of the device. The device had traces of contamination found at the distal end of the cuff and at the inflation tube connection (where inflation tube is connected to the emg tube). Functionally, a syringe was used to inject 20cc of air into the cuff, and the cuff inflated/deflated with no issues. The inflated cuff was submerged under the water for leak observation and found no leakage. For further analysis, the inflation tube assembly was also submerged under the water for leak observation and found no leakage. There was no leakage recorded and no issues found. A review of the global complaint data showed one other and one similar complaint about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previous codes b21, c21 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre-op, emg tube cuff leaked air during pre-inflation. After repeated inflating, air leakage was still found. No damage was observed when product was checked and 10 cc of air was used to inflate the cuff. The procedure was completed with backup product. There was no patient injury reported.